Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of carboplatin via an unspecified plum pump. After an unspecified length of time in use, the customer contact reported, "hanging carboplatin on secondary line, tightening line into clave; clave broke below connection. Did not completely crack off, but solution from both lines leaked." An unspecified amount of solution leaked onto the pump and floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.